Event description:
It was reported that the patient presented for a pacemaker upgrade procedure. During the procedure, it was noted that the stylet could not be pulled out from the left ventricular (lv) lead. The lead was removed and replaced. The patient was in stable condition. There were no patient consequences.